Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 25 - removed cartridge alarm) occurred with multiple cartridges during fill tubing step of the load process. The user's blood glucose (bg) level was 350 mg/dl and the user would address bg level with a manual injection. It was confirmed that the user had an alternate method of insulin delivery available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was identified in the pump logs; however, no failure was identified. Additionally, a different issue was identified. However, no failure was identified.